Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hyperglycemia with blood glucose readings over 400 mg/dl, and the caregiver observed insulin leakage due to a visibly cracked insulin cartridge that had been in use for one day; the user removed the damaged cartridge from the ilet pump, cleaned the area, and installed a new cartridge and tubing, after which therapy was resumed. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user guidance, with no alarms reported and no medical intervention or hospitalization. Investigation included customer interview and user education on correct cartridge filling and replacement. Investigation of this case revealed a cracked cartridge with reported leakage and that the prior day the user received a steroid injection, which can contribute to hyperglycemia. It was concluded that a damaged cartridge led to interrupted insulin delivery and hyperglycemia, and that proper replacement restored therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.